Event description:
It was reported that the surgeon inserted the inner head into the centrax cup and locked the inner poly of centrax. Has noticed that the inner head could not be moved smoothly in the centrax cup. So, the surgeon unlocked the inner poly from the outer cup of centrax and removed the inner head. Then he used 1 mm down sized centrax cup instead of it and inserted same inner head into the down sized centrax cup. The inner head could be moved smoothly when the down sized centrax cup was used. There is 5 min delay.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection was performed on the returned device and no manufacturing or material defects were noticed. Dimensional inspection was performed on the device and the device is considered to be within specification. Functional inspection was performed and the device was considered functional. The event could not be confirmed. The investigation presumed that the reported failure of fit involving the centrax duration does not appear to be manufacturing related. No further investigation is required at this time.

Event description:
It was reported that the surgeon inserted the inner head into the centrax cup and locked the inner poly of centrax. Ha noticed that the inner head could not be moved smoothly in the centrax cup. So, the surgeon unlocked the inner poly from the outer cup of centrax and removed the inner head. Then he used 1 mm down sized centrax cup instead of it and inserted same inner head into the down sized centrax cup. The inner head could be moved smoothly when the down sized centrax cup was used. There is 5 min delay.